Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x20mm stent delivery system was returned for analysis. The device was returned with a 0.71 guide catheter, a large mandrel was inserted into the guide catheter and a stent was found. The stent was severely damaged and bunched on the proximal end. The distal struts appeared to be in the original crimped shape. The manufacturing crimp data for this device was reviewed and the crimped stent outer diameter was found within the specification. The balloon body was reviewed and there were no issues noted. There were crimp markings evident on the entire length of the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to advance it again using two wires but the device still failed to cross. The device was removed and it was noted that the stent had dislodged inside the non-bsc guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to advance it again using two wires but the device still failed to cross. The device was removed and it was noted that the stent had dislodged inside the non-bsc guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.